Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported during an unspecified surgical procedure, it was observed that the console device was making an unusual noise. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. The console device was evaluated and the reported condition that the device was making an unusual noise was confirmed. An assessment was performed and it was observed that the air pump was worn out causing the unusual noise. It was determined that this issue is consistent with normal wear over time. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The console device was evaluated and the reported condition that the device was broken was confirmed. An assessment was performed and it was observed that the device was making an unusual noise was confirmed. An assessment was performed and it was observed that the air pump was worn out causing the unusual noise. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.